Manufacturer narrative:
Product event summary: analysis found that one portion of the cable of the radio frequency programmer head was scraped, and that the rubber portion of the head's label was starting to lift away. The head was being sent for repair.

Event description:
The radio frequency programmer head was returned as no longer needed, and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that one portion of the cable of the radio frequency programmer head was scraped, and that the rubber portion of the head's label was starting to lift away. The head was being sent for repair. (B)(4).

Event description:
The radio frequency programmer head was returned as no longer needed, and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.